Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately 8 years post-implantation due to patient allegations of pain, swelling, inflammation, bone/tissue damage, discomfort, soreness, dysfunction, lack of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately 8 years post-implantation due to local adverse tissue reaction, pseudotumor formation, bone erosion, alval and corrosion of the trunnion. During the procedure, the femoral head was removed and replaced. A poly bearing was implanted to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent initial right total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported that patient was revised on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, bone/tissue damage, discomfort, soreness, dysfunction, lack of mobility and elevated metal ion levels. Review of invoice history confirms that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.